Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak inside the back of the coulter hmx analyzer with autoloader. (Hmx autoloader). Customer reported that there was a clear fluid under the hmx autoloader. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leak and was unable to replicate the problem. To prevent any possible issue the fse moved the rear blood detector up and out of the way of blood sample valve (bsv) rear tubing, routed the differential air line at the bsv away from the rear detector and performed preventive maintenance.

Manufacturer narrative:
(B)(4).